Event description:
On the first pass, the basket would not release the stone and became "stuck", and then a wire became loose and "broke" from the sheath. They were able to use ehl to break up the basket & remove the pieces along with the stone. But it took them about 30 minutes to do so. The pt was unharmed.

Manufacturer narrative:
One opened package containing a used stone extractor was received. Preliminary observations noted the sheath to be shorter than spec with the appearance of being cut by an instrument of undetermined origin. A number of kinks were also noted in the sheath. The udh handle was noted to be in the closed position with a portion of the inner handle protruding through the back of the outer handle. The basket coil was separated near the tip of the support sheath. The support sheath flare was noted to be adequately adhered to the nose of the udh handle. Upon removal, the wires were held tightly in place inside the support sheath. The basket sheath separated inside the support sheath. Excessive force being applied to the handle has caused the basket sheath to separate. Once the stone extractor was disassembled, the coil was observed to be stretched in three separate locations. The location of the second stretched area near the handle, the wires were observed to have become separated. The appearance of the wires at the point of separation indicates the wires had been cut. The wires making up the basket were observed to be distorted noting one wire being severely bent as if it had been hooked on something, but it does not appear to have any separated wires. Add'l info received indicates at the point when the basket would not release from the stone and it became "stuck", a wire "popped" out through the hole at the end of the black fitting at the base of the handle. The basket wouldn't open/close and they attempted to disengage and cut the basket free from the stone. The stone extractor was removed from the pt's ureter. A laser, ehl and graspers were used to remove the stone and stone extractor from the pt. Excessive force being applied to the handle has caused the basket sheath to separate causing the customer's difficulty.